Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing ongoing, intermittent high blood glucose (bg) levels (225-250 mg/dl) and a correction bolus was delivered to address the bg level. The cause of the high bg was not known. As the customer was not currently experiencing a high bg, troubleshooting was not performed and tandem technical support advised the customer to discuss the bg level with a healthcare provider.